Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in australia. It was reported that the patient was hospitalized on (B)(6) 2024 due to hgh blood glucose level. Patient was found positive for ketones level. Patient was treated with multiple daily injections (mdi). The infusion set was in use for less than one day. No further information available.